Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4)

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. The device was returned to the biomedical engineering department from the central supply department with a report that the device did not have an audible alarm tone during an alarm condition. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.